Event description:
**Update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dor information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Dor: (B)(6) 2008.

Event description:
Litigation papers allege persistent pain and suffering, elevated metal ion levels, disability and physical impairment, and mental anguish.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed. (B)(6).

Event description:
Update rec'd (B)(6) 2015 - ppd received. Patient has not been revised and is now deceased. There is no allegation or indication that death was attributed to the implants. Part/lot information provided. The information received does not change the MDR decision. This complaint was updated on (B)(6) 2015..

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Update: (B)(6) 2014 - legal claim received. There is no new additional information that would affect the investigation. This complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.